Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy, the reload was inserted into the handle once and clamped the tissue, then it was removed out of patient body in order to adjust the position once. When an attempt was made to insert it into the handle again, the tip was found not inserted into the handle physically. The use was stopped for safety and after a new product was opened it was able to use without problem until firing completed. The surgeon who operated the product stated that at the time of jaws open/close check outside patient body and the time of performing closure, the green button illuminated and flashed normally, but the tip was in a status that opened a little wider than usual use. The surgical time was extended by less than 30 min. There was no patient injury.